Event description:
It was reported that, distal self retaining portion of screwdriver broke off while inserting 5.0 mm locking screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.